Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim: "it was reported by customer that they have air-in-line alarms with no visible air noted in the IV tubing."

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 0 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.